Manufacturer narrative:
Date of implantation - (B)(6) 2014.

Manufacturer narrative:
Review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
As reported, a gore® hybrid vascular graft(hvg) was used in an aortic debranching procedure for the treatment of a thoraco-abdominal aneurysm. Following implantation, the patient had to go back to the operating room emergently because the patient did not have any urinary output. A diagnostic angiogram was performed and revealed an occlusion of the hvg. The patient underwent surgery and it was discovered that the hvg had dissected the renal artery thus obstructing it. A renal to hepatic artery bypass was performed to restore flow.